Manufacturer narrative:
No adverse outcomes were reported. Investigation identified that this was not a true positive and the IFU recommends repeating samples when only one target amplifies. Since complete information was not received from the user, we are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Result with neumodx sars-cov-2 on the neumodx 96 molecular system was discrepant with another method.